Event description:
The patient was undergoing a robotic assisted laparoscopic radical prostatectomy with pelvic lymph node dissection. The surgeon attempted to use the switch-blade scissors with metzenbaum tip to remove adhesions to the abdominal wall. The scissors were inserted through the laparoscopic port. When the surgeon attempted to operate the scissors, the disposable tip fell off into the patient and had to be retrieved.